Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported "developed fluid around the right breast implant". Patient additionally reported "a month and a half later they took them out, the incision would not close, and had an infection for a year"; these events are not device related. This record is for the right side. Device has been explanted.